Event description:
It was reported that before a ukr procedure when the patient wasn't under anesthesia yet, the internal cabling drill console was damaged. In the first event, the "internal cabling/drill console error" message appeared as everything was correctly plugged in, with the message "please contact robotics customer support + (B)(4), the system must shut down." The problem was known before the surgery, so there were no delays in the procedure. It was completed with s&n manual instrumentation. No other complications were reported. This was the fourth event of four in total that had happened with the same issue and another patient.